Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record was reviewed and no discrepancies were found. A definitive root cause remains as cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: compr srs prox bdy - lg 42mm, cat#: 211218, lot#: 778200. Compr srs ic seg - 60mm, cat#: 211225, lot#: 938540. Compr srs mod rgx aug ¿ lg, cat#: 211229, lot#: 154430. Compr srs mod stem - 9x100mm, cat#: 211259, lot#: 131780. Report source: (B)(6). Reported event was confirmed by review of medical records provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that a patient underwent an initial left shoulder hemiarthroplasty performed. At the one year follow up visit, the patient reported severe pain, increased limitation to adls, and very low satisfaction level. Upon xray review, it was noted that the prosthesis had migrated due to rotator cuff insufficiency. No intervention has been reported to date.